Event description:
The pt called lfs alleging that the one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 280 mg/dl and 264 mg/dl with the lifescan meter, performed within 10 minutes of each other. The pt neither alleged harm nor experienced injury or medical intervention. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service representative walked pt through two consecutive control solution tests and the results did not fall within the specified range. Pt's meter was replaced.